Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming did not resolve the issue. As a result, patient had his ipg explanted.